Event description:
During a periodic programming history review, high impedance was observed on the patient's device. The device was disabled on the date that the high impedance was observed. No known surgical intervention has occurred to date. No other relevant information has been received to date.